Event description:
It was reported that this pacemaker device exhibited undersensing. The health care professional (hcp) had called in querying about the farfield signal not been marked by this device in the right atrial (ra) channel after the right ventricular (rv) pacing. It was noted in the arrhythmia logbook that there were atrial tachy response (atr) events which were undersensing due to atrial fibrillation (af). Technical services (ts) recommended programming options and to lower sensitivity level. This device currently remains in service. No adverse patient effects were reported.